Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. Unit display properly. No button error alarm noted during testing. Unit had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromise force sensor test, excessive no delivery test and displacement test or verify low reservoir alarm, rewind anomaly due to unresponsive button.

Event description:
This is a converted record. No event narrative was created. Pump had unresponsive buttons due to flattened (creased) esc and act buttons dome switch.